Event description:
Bayer was contacted by a clinical risk manager (crm) in a foreign country. The crm alleged that a pt received a needlestick injury. A glucolet2 lancing device was loaded with a used minilet lancet. The device was re-cocked and the used lancet was re-used on a pt. The caller stated that the facility's procedure for needlestick injuries was being followed. No other info was provided about the event. No product malfunction was alleged and nothing will be returned for eval.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine the manufacture date.